Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. The device was checked and the shock impedance measurements were greater than 200 ohms. The right ventricular (rv) pacing impedance measurements were elevated but were not out of range. A surgical revision was performed and the patient's rv lead was replaced. Subsequent shock impedance measurements were greater than 200 ohms. The device was tested and was programmed rv coil to can configuration. Further troubleshooting options were discussed. No additional adverse patient effects were reported. The device remains in service.

Event description:
This report is being filed to update evaluation coding.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:39 pm CT. The report number is being corrected from: 2124215-2018-62323 to: 2124215-2018-61765.

Event description:
Additional information received reported that a surgical revision was performed due to the out of range shock impedance measurements. It was noted that the defibrillation leads were switched in the header; and therefore were repositioned in the device header. No additional adverse patient effects were reported. The device remains in service.